Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the adc fa 16 may, 2006 letter.

Event description:
A customer reported that they observed an error 3 message and a low battery icon on their freestyle meter. The meter was returned and on investigation, it was confirmed to exhibit the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.